Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that main drawer 3.2 difficult to open. A field service engineer identified that the bumper slide was absent from the drawer rails. The engineer replaced the bumper to rectify the problem and confirmed the proper functioning of the drawer through diagnostic testing. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 6 failure. A customer has indicated that there was a delay in the dispensing of medication by the user, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.